Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned impactor confirms the bumper fractured into two pieces. Both pieces were returned for evaluation. This device was manufactured in 2013. This device exhibits signs of significant wear/usage. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that relative to surgery the impactor head cracked (broke), the device broke outside the patient, but a piece fell into the incision, at the end all pieces were recovered. S+n back up was available and used. No delay or injury reported.